Event description:
It was reported that the battery life is no longer achieved. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause could not be determined. Costumer will receive exchange offer for the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.